Manufacturer narrative:
Concomitant medical products: 6725 adaptor x2, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a cardiac resynchronization therapy pacemaker (crt-p) implanted to plug an existing lead into. The rest of the system is planned to be implanted at a later date. The device was programmed to vvi to provide pacing support. The lead was plugged into the lv port. The device could not sense in this configuration. As a result, the device was not sensing the patient's intrinsic rhythm and was delivering undesirable pacing impulses. To resolve the issue, the device was reprogrammed odo and will not be turned back on until the patient has the rest of the system implanted. The device was operating within it designed functionality. The device remains in use. No patient complications have been reported as a result of this event.